Event description:
The customer reported erratic red blood cell (rbc) results of the control values on a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse observed micro bubbles in the white blood cell (wbc) bath and replaced the diluent dispensers. The fse documented the customer ran calibration twice and the red blood cell (rbc) parameter flagged both times and the fse confirmed the previous scal (calibration) performed correlated with the qc (quality controls). The repairs were verified per established service procedures.(B)(4).